Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported propofol free flowed on a novum iq large volume pump. The patient was receiving propofol on a novum lvp pump at 100mg/ml at 8ml/hour with a volume to be infused of 68.3ml. As the patient was being transported into the elevator the bed hit a bump and the propofol free flowed due to the tubing coming out of the retention clip and the blue slide clamp came out of the keyhole in the pump. The vent was opened on the tubing and the drip chamber was ¿completely full¿ so no drips could be visualized. The patient received a bolus of propofol until the medical team could clamp the tubing. The tubing was maintained and inserted into a new pump. Due to the over infusion, the patient¿s blood pressure decreased. The patient has since recovered. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was received for evaluation. The pump was set up for functional flow rate testing at a rate of 25ml/hour with volume to be infused of 25ml and the pump performed according to product specifications. An event history log review did not show any events on the occurrence date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.